Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the patient anatomy (restricted posterior leaflet, presence of a orifice between the leaflet and the annulus) contributed to the reported single leaflet device attachment (slda). There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Exemption number e2019001.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. The patient presented in poor clinical state. The physician decided to go ahead with the procedure due to the clinical state of the patient to reduce mr. The clip delivery system (cds) was advanced to the mitral valve and the clip was deployed reducing mr to 2. After the clip was deployed, transesophageal echocardiography (tee) observed that the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda) the mr increased to 3-4. There was no adverse patient effect reported. There was no clinically significant delay in the procedure. No additional information was provided.